Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the vessel sealer extend (vse) instrument would not articulate properly. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The customer had already opened and had been using a new vse instrument. The surgeon was trying to manipulate the vse instrument and it was not appropriately following the controls. They felt slow or stiff and would not articulate at the wrist in the way that he wanted and expected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument wrist bearing not properly seated at the back end. The snake wrist bearing appears to be dislodged. The instrument exhibited imprecise motion in the pitch direction(s) during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly.